Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lip gets caught [lip injury]. Brush head becomes detached, there is more and more play through which lip often gets caught - oral-b brushhead [injury associated with device]. Brush head becomes detached and can see a metal plate that is becoming loose / there is more and more play [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6)2017 that he/she bought a 10 pack of oral-b brushheads, version unknown a while ago. The consumer stated that the brush became detached so many times. The consumer described that there was a pin on which he/she placed the toothbrush, and on top of that was the rotating head; the consumer stated that there was more and more play, through which his/her lip often got caught in between. The consumer elaborated that after some time, the head even becomes detached and he/she could also see a metal plate that was becoming loose. The consumer reported that all of the brush heads used out of this pack have had this problem; he/she had never experienced this before. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.